Manufacturer narrative:
(B)(4). Batch # n9142y. The device was returned with the upper jaw detached returned. Upon visual inspection to the device, the ptc was firmly attached to the upper jaws and not detached as reported. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic bilateral salpingo oophorectomy (bso) procedure, the ptc fell off the upper jaw and into the patient. The piece was retrieved. The piece will be returning. Another like device was used to complete the procedure. There were no adverse consequences for the patient.